Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was under her left breast. The patient described the irritation as a raw red sore. Field services reported the garment was rubbing and irritating the skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued smaller garments after the doctor requested the patient be remeasured. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was under her left breast. The patient described the irritation as a raw red sore. Field services reported the garment was rubbing and irritating the skin. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued smaller garments after the doctor requested the patient be remeasured. Follow up indicated the irritation improved. Supplemental report 8/31/2021: submitting report to correct section g4.